Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device was returned to olympus¿s local distributor, but not returned to omsc. In the evaluation by local distributor the following was confirmed, instrument channel leaking. Angulation out of specification. A rubber adhesive is detached, chipped, cracked, or has a burr. Adhesive around the light guide and objective lenses is worn. Universal cord is dented, buckled or wrinkled. Positive in culture test in channels. Number of uses: 486. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from the subject device tested positive for coliform bacillus (>10 cfu). The device had been reprocessed with a non-olympus automated endoscope reprocessor ecolab soluscope. There was no report of infection associated with this report.